Event description:
It was reported that the bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tube experienced the stopper popping out of the tube. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: rubber plug remained in vacutainer despite grey plastic cap being removed. No erroneous result, but delay in issuing patient results and downtime on analyser.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for closure separation was observed. Additionally, 24 retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation. Bd did receive one photograph from the customer in support of this complaint. Photograph shows the inner rubber stopper stays in the tube while the hemoguard comes off in the decapping process. 24 retained tubes from the same lot number were, therefore, used to carry out x-value testing to gauge stopper pull out forces. The result achieved the >3.5 required to meet specification. Bd was able to duplicate or confirm the customer¿s indicated failure mode from the photograph, however retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.